Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge appeared to be melted as if the plastic had been distorted on the inside like something had spilled on it. Reportedly, the user may have spilled something on the cartridge. There was no reported impact to the user's blood glucose level. The user successfully loaded a new cartridge.